Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) detected noise on the atrial and ventricular channels. It was not able to be determined whether the noise was related to electromagnetic interference (emi) or the lead because the noise was able to be reproduced in the clinic which points away from emi. The right atrial (ra) and right ventricular (rv) leads exhibited oversensing/noise. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up revealed the right atrial (ra) lead was reprogrammed. It was additionally noted by the clinic that there was no evidence of electromagnetic interference.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.